Event description:
It was reported that a patient underwent an unknown procedure in 2022 and barbed suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Provide the specific number of patient events: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Lot number? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. Events reported: 2210968-2022-06866 and "2210968-2022-06866."

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received eleven unopened samples that pertain to the product code sxpp1b420. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events reported: 2210968-2022-06866 and 2210968-2022-06866.